Event description:
It was reported by service report that the bed side controls are not working and an error was on the footboard screen. The pendant was causing a short in the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail control.